Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited polarity switch. Following device settings restoration, the pacemaker was unable to be programmed, displayed an error message and required a reboot. Multiple reinterrogation attempts with different programmers were done to restore parameters but were unsuccessful, suspected to be due to programmer software issue. After consultation with technical services, programming changes were successfully performed. There were no patient consequences.